Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-4316 lot #: 19386354 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed infection at the ipg and paddle site wherein puss was noted. The physician believed that the infection was not device related and procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.